Manufacturer narrative:
Device sample returned and analyzed. All device parameters were within expected values. Record review found no issues, nonconformances, or trends. The relationship between the coopervision device and the incident is unconfirmed. It is currently unknown if this incident involves both the right and left eyes, with the patient wearing different device model in each eye. Please refer to linked manufacturer report (B)(6) 9614392-2024-00028 for second associated incident report.

Event description:
This incident was reported to the manufacturer by the healthcare professional, as reported to them by the patient and limited information was provided. The patient alleges that the lenses have caused irritation and unspecified eye infections on two occasions. The patient states they did not seek medical attention, however, self-diagnosed and treated based on a previous, unrelated, occurrence of an eye infection. Good faith efforts have been made obtain more information without success, no further information has been provided. As of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the unknown nature or severity of the alleged infection, and potential for serious injury related to ocular injury. Should further information become available, a follow-up report will be submitted as appropriate. It is currently unknown if this incident involves both the right and left eyes, with the patient wearing different device model in each eye. Please refer to linked manufacturer report (B)(6) 9614392-2024-00028 for second associated incident report.